Manufacturer narrative:
The medical center discarded all product in 2021, and as such no product investigation to root cause could be done. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support in (B)(6) 2021 along with ECMO. The support was successful. Later in (B)(6) 2022 the jpvad registry noted hemolysis occurring during support. The issue was not treated nor did it cause any lasting harm or injury. Later in the month of (B)(6) 2022 the jpvad registry team further noted access site bleeding treated by 2+ units of blood.